Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her husband's insulin pump alarmed motor error and motor failure is displayed. Customer indicated that the tube takes too long to fill during priming. Customer's blood glucose was unknown at the time of incident.